Event description:
The user facility reported that an employee obtained an injury to their back while removing the loading car from their evolution sterilizer onto the transfer carriage. The employee sought and received medical treatment.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the loading car and found the runners and side frame to be bent. Due to the runners and side frame being bent, this allowed misalignment of the loading car onto the transfer carriage subsequently causing the loading car to become jammed while being removed from the sterilizer. During this sequence, the employee subject of the event obtained the injury. The user facility requested that the steris service technician remove the loading car from service. The loading car and transfer carriage are not under a steris service contract and are serviced and maintained by the user facility. The loading car subject of the event is 7 years old. The operator manual states (pp. 1-1), "get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." No additional issues have been reported.